Manufacturer narrative:
(B)(4). The affected product has been received and an evaluation is pending. A follow-up report will be submitted once the eval has been completed.

Event description:
The biomed requested a pump and event log eval for a set of devices which were used with a very sick pt in the special care nursery. He stated, "everything appeared to work as it should." Two sets of devices were utilized. The first set of pumps included a pump module ((B)(4)) and a pc unit ((B)(4)). The second set included two pump modules ((B)(4)) and a pc unit ((B)(4)). The customer stated the user did not provide any additional pt or event details.